Event description:
It was reported that there was debris in the cassette. There was no patient involvement.

Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.